Manufacturer narrative:
Additional information: patient information was received. Device evaluation: a manufacture representative inspected the navigation system onsite and confirmed the reported issue. There were 3d capture errors experienced. The logs were reviewed and showed there were 4 occurrences of the reported issue. In all 4 scenarios, the navigation system failed to register the scan within the allowed time frame, which resulted in the imaging system to abort the scan. The imaging system software was functioning as designed. The computer was replaced and returned to the manufacturer for evaluation. However results are not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the interface (umbilical) cable was replaced as a precautionary measure. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that the 3d image acquisition operation was disabled. Opening and closing the gantry door of the imaging system along with manual manipulation of the interface (umbilical) cable restored functionality for the procedure. There was a reported delay to the procedure of one to two minutes due to this issue. There was no impact on patient outcome. No additional information was provided.